Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while cooling on the arcticsun, the device displayed an alert 1 and 2 after the patient returned from a CT scan. The nurse stated that the device would prime and then stop. The patient's temperature was 32.8c, and the water temperature was 8c. With the pads connected, the flow rate was 0.3l/min, the inlet pressure was -3.1l/min, and the circulation pump was 100%. Per troubleshooting, the pads were disconnected and reconnected using proper technique. Therapy was restarted, the device primed, and the flow rate was 0l/min. The device displayed an alert 2. It was suggested that the pads be replaced. Additional information was received on (B)(6) 2019 from nurse (B)(6). She stated that the issue was corrected and therapy was completed. A call was placed to (B)(6), who stated that the device was switched out and the issue was not resolved. The pads were then switched out and the flow rate was optimal. It was believed that the nurses caused the issue when the patient was being transferred to the CT. The pads were discarded and he was not sure what size was being used.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Event description:
It was reported that while cooling on the arcticsun, the device displayed an alert 1 and 2 after the patient returned from a CT scan. The nurse stated that the device would prime and then stop. The patient's temperature was 32.8c, and the water temperature was 8c. With the pads connected, the flow rate was 0.3l/min, the inlet pressure was -3.1l/min, and the circulation pump was 100%. Per troubleshooting, the pads were disconnected and reconnected using proper technique. Therapy was restarted, the device primed, and the flow rate was 0l/min. The device displayed an alert 2. It was suggested that the pads be replaced. Additional information was received on 01feb2019 from nurse jamie. She stated that the issue was corrected and therapy was completed. A call was placed to michael petty, who stated that the device was switched out and the issue was not resolved. The pads were then switched out and the flow rate was optimal. It was believed that the nurses caused the issue when the patient was being transferred to the CT. The pads were discarded and he was not sure what size was being used.